Event description:
It was reported that a myocardial infarction occurred. In (B)(6) 2026, the 2.5 mm x 10 mm target lesion located at the third obtuse marginal artery was pre-treated with a 2.5 mm x 12 mm non-compliant balloon angioplasty catheter resulting in 30% stenosis timi flow 3. The target lesion was then successfully treated with a 2.50 mm x 15 mm agent dcb. The non-target lesion located in the proximal left anterior descending artery was pre-treated with six different balloon angioplasty catheters followed by stent implantation. Patient discharged. Later in (B)(6) 2026, the patient presented with non-st elevation myocardial infarction. Treatment included hospitalization, medication adjustment, additional surgery, percutaneous coronary artery intervention and coronary intravascular lithotripsy. Patient discharged and issue resolved.